Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection electrode loop portion of the distal end of the electrode had came off. The issue was found during a therapeutic procedure and was completed using in similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.